Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced pain, disability and disfigurement. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 0ml712073, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.